Event description:
Dealer states the front casters are hitting the drive wheel and the right side is worse then the left. He states he recently replaced the cylinders. He also states the front caster head tubes are slightly off center. There was a report previously filed regarding this chair.